Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent.